Event description:
Gel-e donut size medium on shelf storage noted to have some kind of black spots that look like mold inside them (inside the gel). Sent product and form to materials management. Also, sent notification to nursing leadership, quality/safety leadership, materials management, and supply chain manager. The device was not used on a patient. Unknown how the spots came to be there or exactly what they are. Product is stored in a temperature & humidity controlled environment; a dry location. No other products in this storage area had the spots.